Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported during a phacoemulsification procedure, a warning message appeared saying "handpiece ground fault." An alternate handpiece was used to complete the case following a 20 minute delay. There was no pt harm. Additional info has been requested.